Manufacturer narrative:
This product is not marketed in the us. Lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to lens and residue on the lens surface. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2 mm vticmo13.2, -14.5/+4.0/85 (sphere/cylinder/axis). Implantable collamer lens tore while adjusting the lens position without excessive operation. The lens was not implanted. Cause of event was unknown.